Event description:
It was reported that when using the bd pyxis¿ medstation¿ es labor & delivery was not active. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had stopped activity. The technical support specialist (tss) assisted with restarting the client data sync services. The tss noted that the device had been placed in a reset state due to a kernel-power event, and several services did not start properly after the device powered on, which caused the activity to stop. After the restart device functioning properly. The system functioned as intended after the technical support specialist resolved the issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es labor & delivery was not active. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.